Event description:
It was reported that the patient presented remotely via merlin.net transmission. The patient received inappropriate high voltage therapy. Programming changes were discussed, but no programming changes were made. The patient was fine.